Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient had suffered a hypoglycemic episode. Patient's wife called paramedics and patient was treated with glucose via IV. On (B)(6) 2013 dexcom's cde saw patient during a follow-up visit. At the time of his call to dexcom technical support, patient reports that he was feeling fine and that cgm's readings were accurate.